Event description:
During an ablation procedure to treat atrial flutter a blazer ii xp catheter was selected for use. It was reported that the temperature reached 70 degrees celsius and it could not be controlled by the physician. The procedure was halted and the catheter was exchanged for another. The procedure was completed successfully without any patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported observation of temperature higher than expected was not confirmed through investigational analysis. Visual examination revealed no visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing revealed that the device was found within specification. No opens or shorts circuits were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications.

Event description:
During an ablation procedure to treat atrial flutter a blazer ii xp catheter was selected for use. It was reported that the temperature reached 70 degrees celsius and it could not be controlled by the physician. The procedure was halted and the catheter was exchanged for another. The procedure was completed successfully without any patient complications.